Event description:
The customer reported that his blood glucose reached 386 mg/dl six hours after the pod was activated and that the cannula had pulled out of the tissue. He took a correction bolus with an insulin pen and changed the pod.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the tissue at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptable criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.